Event description:
During product evaluation, the infusion pump failed the accuracy test for overinfusion on the channel "a" pump-head-module. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA august 2, 2007. Evaluation summary: the condition of a failed accuracy test for overinfusion on channel "a" pump-head module was confirmed. The channel "a" pump-head module was replaced to correct the condition of overinfusion.